Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when placing and firing first clip, it was noticed that clip wasn¿t fully closed. Second clip dropped out of the jaw of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.